Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by attempting to get the carousel door to latch by opening the door at any time. The fse went into the mainte software to reagent carousel to the unlock door and lock door. The fse cleaned and lubricated the door solenoid. The fse confirmed the latch was working properly by opening the door and closing the door with no issues. The fse validated the analyzer by running calibrations and quality control (qc) with results within acceptable range. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The most probable cause was due to a lubrication problem with the reagent door solenoid cause traced to maintenance.

Event description:
A customer reported the reagent carousel has malfunction on the aia-2000 analyzer. The customer rebooted the software application and the analyzer with no luck. The carousel door will not latch and the barcodes do not scan. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.